Event description:
It was reported that a 3.0x28 mm device and a xience v 4.0x15 mm stent were implanted on (B)(6) 2013 in a lesion in the mid left anterior descending artery. Another 3.0x18 mm device was implanted in the ramus - both using the direct stenting technique. The patient returned to cath lab with angina on (B)(6) 2013, 9 days post implantation. An angiogram revealed a large thrombus, restricting blood flow beyond the previously stented segment completely. Thrombolysis (5ml actilyse) was given directly into the artery and two xience primes, sizes 3.0x20 mm and 3.0x38 mm were used as bail-out stents, followed by post-dilatation with a brio balloon catheter. Ten (10) minutes after this re-intervention, the patient had to be brought back to the cath lab for a third time after complaining about not feeling well. A trek 3.0x15 mm balloon catheter was used in an attempt to get the lumen patent; however, the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: stent: xience prime, 3.0x20 mm and 3.0x38 mm. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina, thrombosis, and death are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), as known patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.